Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and boston scientific solyx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lysis of adhesions, excision of left pelvic sidewall mass and biopsy of left pelvic sidewall mass due to dyspareunia, usi, post void leak, hypermobility of uv angle, cystocele and complex left pelvic cyst. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, and dyspareunia. It was reported that the patient underwent removal of exposed mesh on (B)(6) 2011 due to exposed and eroded mesh in the vagina. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.